Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and it was by physician again for control after essure placement 3 months ago, in (B)(6) 2014. Hysterosalpingography showed left insert in place and right insert in uterine cavity. Patient was asymptomatic. No other information available. Follow-up information received from the physician on (B)(6) 2014. Hysteroscopy: indication: (B)(6) female patient, parity 3, under hormonal contraception with nexplanon and who wanted definitive surgical sterilization. Intervention was performed under local anaesthesia, in gynaecological position, disinfection with betadine, vaginal fornices infiltration with xylocaine (lidocaine), rigid hysteroscope was set-up with physiological saline irrigation. Observations: there was no lesion on cervical canal, there was no abnormality in endometrial cavity, and the 2 ostium were well perceptible. Essure implant were fitted with delivery catheter and with 5 extended outer coils on right and on left. The intervention duration was 5 minutes with no incident. Hysteroscopy for right implant removal: indication: implant migration in uterine cavity leading to strong pain episodes. It was decided to remove implant by surgery. The procedure was performed under local anaesthesia, in gynaecological position, disinfection with betadine. Observations: implant was found in cervical canal and was removed with a biopsy forceps. Uterine cavity observation: implant was found near left orifice with 5 extended outer coils. Right tubal ostium was not well visualized. Try to fit a new implant with no success. Surgery duration: 45 minutes. Filshie clips ligature by laparoscopy was proposed to the patient. No other new medical information was provided. Case closed. Correction on (B)(6) 2014 following company internal review based on information received on (B)(6) 2014: due to removal of implant with biopsy forceps, the case was assessed as incident. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and the implant was found in cervical canal. This implant was removed by surgery (biopsy forceps under local anesthesia). Reporter causality assessment was not provided. The reported event was considered serious, due to medical importance and is listed on the reference safety information for essure. This case, initially considered a non-incident, was upon company internal review amended to incident, due to the required intervention for essure removal. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (distal fallopian tube or peritoneal cavity) and can result in pain. In this particular case, it was reported that essure migrated to uterine cavity (right essure implant was found in cervical canal) leading to strong pain episodes; a hysteroscopy was then performed and the device removed. Considering the above mention information a causal relationship between the suspect insert and the reported event cannot be excluded. A product technical analysis is being sought.

Manufacturer narrative:
Ptc investigation result was received on (B)(6) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and is not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(6) 2014 for the meddra preferred term device expulsion. The analysis in the global safety database revealed 119 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and the implant was found in cervical canal. This implant was removed by surgery (biopsy forceps under local anesthesia). Reporter causality assessment was not provided. The reported event was considered serious, due to medical importance and is listed on the reference safety information for essure. This case, initially considered a non-incident, was upon company internal review amended to incident, due to the required intervention for essure removal. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or migration (distal fallopian tube or peritoneal cavity) and can result in pain. In this particular case, it was reported that essure migrated to uterine cavity (right essure implant was found in cervical canal) leading to strong pain episodes; a hysteroscopy was then performed and the device removed. Considering the above mention information a causal relationship between the suspect insert and the reported event cannot be excluded. A product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.